Manufacturer narrative:
Batch review performed on 25 march 2019: lot 176500: (B)(4) items manufactured and released on 23-jan-2018. Expiration date: 2023-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.232h head biolox option ø 36 (k131518) lot 176859: 30 items manufactured and released on 20-dec-2017. Expiration date: 2022-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager: from preliminary investigation, it is not possible to determine an implant-related failure root cause.

Event description:
About 3 months after primary revision the surgeon revised the patient for hip dislocation (head from liner) due to a gluteal repair rupture. Revision has been performed successfully using competitor constrained cup and liner and medacta head. Surgeon commented that there was great bone in growth on cup and needed explant to get out.